Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device is not distributed in the united states but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date that the tfna implant was failure at the level of the blade hole. It was a sponeanous failure without external cause and the nail was broken. The patient underwent for implant replacement revision surgery on (B)(6) 2019. The procedure was completed successfully, and patient outcome are stable. Concomitant devices reported: unknown locking screws (part# unknown, lot# unknown, quantity# 1) unknown end caps (part# unknown, lot# unknown, quantity# 1) unknown nail extraction (part# unknown, lot# unknown, quantity 1) tfna helical blade perf l105 tan (part# 04.038.405s, lot# h771093, quantity 1) tfna helical blade perf l100 tan (part# 04.038.400s, lot# h442712, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated concomitant devices: concomitant devices reported: unknown locking screws (part# unknown, lot# unknown, quantity# 1) , unknown end caps (part# unknown, lot# unknown, quantity# 1) , tfna helical blade perf l105 tan (part# 04.038.405s, lot# h771093, quantity 1) , tfna helical blade perf l100 tan (part# 04.038.400s, lot# h442712, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: manufacturing location: monument, manufacturing date: january 09, 2019, expiration date: january 01, 2029, part: 04.037.043s, 10mm/130 deg ti cann tfna 200mm ¿ sterile, lot: h805912 (sterile). Work order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label logs (pll) were reviewed and determined to be conforming. Sterilization control numbert (scn) supplied by ees (albuquerque) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part: 04.037.942.2, lock prong, 130 degree, tfna bp55, lot: 2l15827. Purchased finished goods traveler met all inspection acceptance criteria. Part: 04.037.912.4, wave spring, shim ended bp55, lot: h681025. Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card supplied by smalley were reviewed and determined to be conforming. Part: 04.037.912.3, tfna lock drive bp58, lot: h798249. Three pieces were scrapped after being dropped. Work order traveler met all inspection acceptance criteria apart from the three pieces noted. Inspection sheet met all inspection acceptance criteria. Part: 21127, timoagri16.00 bp80, lot: h789656. Certified test report supplied by peeryman company and certificate of analysis supplied to perryman by metalwerks pmd were reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: the tfna fem nail dia 10 130 dgr l200 timo15 was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the device was broken through the walls of the helical blade opening of the nail. A drill skive-mark was noted to the outer surface above the head-element hole. The internal locking prong was damaged and bent. There were scratches on the device which have no impact on the functionality of the device. Dimensional inspection: the outer diameter of the device was measured to be within specification as per the drawing. Document/specification review based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed ti canulated trochanteric fixation nail investigation conclusion the complaint condition was confirmed for the tfna fem nail dia 10 130 dgr l200 timo15. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. H6: code 3191 used to capture required surgical intervention and device removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.